Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had no button response due to moisture damage on keypad traces. Device had minor scratched display window, broken battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Device had moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was performed. The device was returned for analysis.